Event description:
Medtronic legal received information regarding broken retainer ring from the attorney of the family. The information received on october 11, 2021 stated the following reporter alleged that the use of one or more the customer began using insulin pumps. Customer stated that they had personal injury the pump. In (B)(6) of 2019, the customer was using a medtronic minimed 630g and 670g insulin pumps no harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.